Event description:
During remote follow up, noise resulting in oversensing, oversensing of myopotentials, increase in capture thresholds, and decreased sensing were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of suspected lead damage, sensing noise, myopotentials oversensing, inadequate capture, and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.